Event description:
During ccpd treatment on (B)(6) 2011, pt's mother stopped treatment after fill 2 due to thinking cycler had not been draining enough solution. Stated, she has encountered m65 scale reading error warning and dc complications during this treatment and last night's treatment. She stated, pt may be retaining fluid causing a hernia. Per treatment data sheets on (B)(6) 2011: drain 0: 1,117 ml. Fill 1: 1,499 ml. Drain 1: 1,425 ml. Fill 2: 1,121 ml then treatment was stopped. After fill 2, pt's mother did a manual drain and obtained 3,500 ml. Remaining solution on cycler was not weighed. Pt was then manually filled with 1,500 ml at 2:30 am. At 6:30 am, a manual exchange was performed and 3,500 ml was obtained. Pt did not have complaints. Per mother, pt was sleeping at the time of the treatments. Pt did not require hospitalization or other medical interventions. Pt was seen on 09/08/2011 by his md and per david, pd nurse, no hernia was found.

Manufacturer narrative:
(B)(4): "no code available" for m65 scale reading error warning and dc complication alarm received during the treatment. (B)(4).